Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 360 mg/dl. Customer stated that three days later he was hospitalized again due to high blood glucose. Blood glucose reading at the time of hospitalization was 427 mg/dl. Customer stated that he believes that the insulin pump is under delivering. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive "no delivery" alarm noted. Unit was programmed with basal rates and monitored. The basals were delivered and properly recorded in history file. No basal anomaly noted.